Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7077447/7079396/7088010/7092410.

Event description:
It was reported that the patient experienced inadequate pain relief despite reprogramming. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.